Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, it took almost a year for the flutter to stop. It's blurry from time to time quite often and terribly sensitive to bright light. Consumer won't drive after dark. Additional information was not requested due to reporter unwilling to follow up.